Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse tested the unit and with a full charge, the unit shut down after 1 hour. Fse completed the pm on this unit in may 2023 with a full battery run and updated the next test date. The replacement date was listed as 5/24/2025 by the in-house biomed. After the unit did not pass this run time test, fse checked the batteries for the date stamp. The batteries were date stamped as being manufactured 2018. They should have been replaced in 2021. Fse replaced the batteries and completed the performance tests. Fse left the unit charging and to be returned once charge completed. Unit approved for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit shuts off after ten minutes of battery use. There was no patient involvement.